Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced redness under the skin which was thick beneath the sensor and was found to be infected at the sensor site. Customer treated themselves by disinfecting (treatment unspecified). There was no report of death or permanent impairment associated with this event.